Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis. It was stated that the customer attempted to deliver insulin through the tubing, but no insulin exited. The customer stated that she found the infusion set inserted the day before at her doctor's office had cold insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.